Manufacturer narrative:
The device was returned in 2 pieces with one piece being the inner core wire (on the proximal end) to the disc (on the distal end), which include the black sleeve. The other piece was the handle (on the proximal end) and the interior polyimide shaft on the distal end. The white lock/grip was observed to be crushed. The polyimide shaft also showed signs of stretching from additional force. The crimp that secures the inner core wire to the inner handle, which is locate at the proximal end of the device was observed under the microscope and the crimps are to specification and are sufficient for normal force parameters. Per the reported event the device was inserted past the white lock/grip into the access site and could not be removed. The doctor then attempted to remove the device with additional force which caused the inner core wire to come free from the crimp which secures it from the inner handle. In addition, the additional force caused the stretching and breaking of the interior polyimide shaft. This caused the device to break and required the surgical removal of the portion of the device that remained in the access site to be removed surgically. Conclusion: device was inserted past the lock/grip which caused difficulty in removing the device, which was achieved through surgery.

Event description:
The vascade 6/7f device was selected for closure and inserted into the sheath. When the user was removing the sheath, he advanced the device into the access site past the lock which became caught on the inside of the arteriotomy. The user attempted to remove the device with additional force, but it broke into 2 pieces with one of them remaining in the access site. This was stabilized with a hemostat. A vascular surgeon was contact and the remaining portions of the device were removed through surgical intervention. No other complications or injury reported.